Manufacturer narrative:
1. DHR/bhr review (lot#4313478): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 & cfs package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned one photo but did not return the complaint unit. The photo shows liquid leakage at the prn, the assembly status of the prn and pp connector could not be identified. 3. A retained sample of the complaint batch was taken for 45psi leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4. The possible reason for leakage even after the replacement of the original prn is as follows: malocclusion occurred during the assembly of the original prn, resulting in the damage to the thread of the pp connector. The thread of the new prn did not match the thread of the pp connector due to damage of the thread of the pp connector. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in process and retained sample. No similar complaints have been received from other hospitals about this batch of products. The returned photo shows leakage at the prn, but the assembly situation could not be clearly identified. Additionally, the complaint unit was not received for further inspection, making it impossible to determine the root cause of this complaint defect. The plant will continue to monitor such defects.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked on (B)(6) 2025, in the internal medicine inpatient ward, the patient reported continuous fluid leakage from the heparin cap of the indwelling needle during intravenous infusion. After the nurse replaced the heparin cap twice, fluid leakage persisted. Consequently, the indwelling needle was reinserted and replaced. No further leakage occurred afterward. One adverse event has been temporarily identified for this batch. The supplier has not been notified.